Manufacturer narrative:
(B)(4). Batch # t5df65. Device evaluation summary: the analysis results found that the tcr75 reload was received. The cartridge was received unfired and the forks were broken. No functional test was performed due to the condition of the reload. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when opening reload onto field, staff noticed that reload was broken and ¿falling apart¿ unable to use. A second like device was used to complete the procedure with no patient consequences reported.